Manufacturer narrative:
This is a known adverse event of the vena cava filters, in the absence of any defect of the filter. Despite several attempts to get more information from the physician, it is not possible to establish the cause of the incident. The physician himself cannot determine the cause of the incident and the filter is not available for analysis.

Event description:
Migration of the filter during the implantation by femoral approach. The filter has migrated to the heart. An attempt to remove by a femoral and jugular percutaneous approach has been made (assumed not successful but that was not precised by the declarant). The patient was transferred to cardiac surgery but no surgical operation is possible. No cardiac rhythm disorders. Patient under anticoagulant. This is the only information we have despite we've requested for further information.